Manufacturer narrative:
After further information received, it has been determined that the previously submitted MFR report #1920898-2019-01082 was sent in error. The original complaint of hub separating from device was incorrect, the correct issue "product is damaged (broken, missing, unassembled) device is inoperable" is not considered to be a reportable malfunction.

Event description:
It was reported that the hub separated and was in the needle shield with a bd syringe 1.0ml 29ga 1/2in. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that 2 syringes the needle hub was in the needle shield off the syringe in the bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated and was in the needle shield with a bd syringe 1.0ml 29ga 1/2in. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that 2 syringes the needle hub was in the needle shield off the syringe in the bag.